Manufacturer narrative:
Battery (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files from the reported event date were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. Root cause: analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report two of seven reports (3007042319-2016-00305, 3007042319-2016-00306, 3007042319-2016-00307, 3007042319- 2016-00308, 3007042319-2016-00309, 3007042319-2016-00310, and 3007042319-2016-00311) submitted for devices related to the same event.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report two of seven reports (3007042319-2016-00305, 3007042319-2016-00306, 3007042319-2016-00307, 3007042319-2016-00308, 3007042319-2016-00309, 3007042319-2016-00310, and 3007042319-2016-00311) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of seven reports (3007042319-2015-00305, 00306, 00307, 00308, 00309, 00310, and 00311) submitted for devices related to the same event.

Event description:
It was reported by the medical personnel the power switching on all ports with all batteries. The battery and controller were replaced and there was no reported effect on the patient. Additional information was received on 01/11/2016, the battery capacity was >25% and the battery was allocated to the patient after the implant. The patient charges the batteries when they are completely depleted. The patient is doing fine at home. Investigation is ongoing.